Event description:
Tech reported that the end user tripped out of the lift. However, they were not injured as supported themselves against the wall. Tech commented that a lift rail connection appeared open.

Manufacturer narrative:
Rail found to have sheared at weld join. Minimal chance of failure occurring with previous welding ((B)(4)), however changes to process between tig & mig welding occurred as an improvement in 2022. Implementation of load testing at start and end of shift for validation of weld process.